Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases and one curved opening. Leak test and microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Fill inspection was performed and identified that no blockage was in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
Device has been explanted.